Manufacturer narrative:
Investigation - evaluation: a review of the device history record, drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. One used sheath was returned for examination. Examination of the returned device confirmed separation of the handle from the sheath. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "peel the sheath away from the catheter by grasping the two tabs of the sheath, snapping them down, and pulling outward and upward. Note: be sure to maintain stable catheter position while peeling sheath away." Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported after successfully inserting the PICC, the user was in the process of peeling away the sheath but found it very difficult to split then as she was peeling it, the left yellow "handle" piece completely separated from the grey sheath .a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.